Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station needs changes to made wifi connect. A technical service engineer station checked with hospital it team regarding the changes made to the wifi that could causing the pas stations falling off network. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia system had a network issue and not signing in. The customer reported that the user was able to remove the medication from another station and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.